Event description:
It was reported that during testing, cadd solis infusion pump experienced fc050 air in the line alarm when trying to prime cassette. The investigation confirmed nonfunctional air detector. There was no patient involvement.

Manufacturer narrative:
One suspected device was received for evaluation. The event history log (ehl) was reviewed and found medium alarm displayed: cannot start pump air in line. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device was visually inspected and functionally tested. The customer complaint was confirmed. The cause of the reported issue was nonfunctional air detector. Replaced air detector.